Event description:
The account alleges that the device is experiencing unintentional movement. The tech was unable to duplicate the issue, however, an error code displayed indicating that the user control module needed to be replaced, which can cause unintentional movement.

Manufacturer narrative:
The tech replaced the right user control module, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.